Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6). Added here due to character limitation in respective field.

Event description:
It was reported the bronchovideoscope had a burnt tip. The issue occurred during preparation for use. The unknown procedure was completed using the same equipment. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the high energy endo therapy accessories, such as a laser and high frequency endo therapy accessories, may have been used without maintain enough distance from the tip of the endoscope. The following information from the instructions for use (IFU) pertains to this event: bf type 260 series operation manual, chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.